Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of under 70 mg/dl at the time of the incident. The customer was above 100 mg/dl at the time of the call. The customer used soda to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated there was an insulin leak from the actual pump and not the reservoir or infusion set. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. The test p-cap locks properly in the reservoir compartment noted. No moisture damage on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.